Event description:
It was reported that the user experienced multiple continuous glucose monitor (cgm) issues leading to two premature sensor changes and a subsequent stop in ilet dosing due to elapsed time without cgm data, after which a new cgm was paired and entered warmup with guidance. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, but a usage issue was identified consistent with the user not starting a new sensor in a timely manner, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The ilet was expected to resume dosing upon cgm reading resumption per instructions.